Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one partial returned used sensor, one needle hub missing, and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications with accurate readings. See attached file for results. In summary, sensor passed per specifications submerge sensor under different levels of glucose and sensor passed with accurate readings. Unable to confirm customer complaint sensor glucose vs. Blood glucose event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a significant discrepancy between the sensor glucose and blood glucose values. The customer was treated with carbohydrate intake. The event involved product(s) mmt-1884, mmt-332a, mmt-864a, mmt-7040ma. Troubleshooting was performed for difference between glucose values. Insulin delivery was not suspended. Blood glucose value was 58 mg/dl and sensor glucose value was 158 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. Explained sensor may have no longer been responding to glucose changes. Troubleshooting was performed for hypoglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884, mmt-332a, mmt-864a. The customer will discontinue use of the sensor. Mmt-7040ma was requested and the customer response was that the device will be returned.